Event description:
A 15 french drain was placed in the lower left quadrant of the patient's abdomen and tied into place using 3-0 vicryl suture.two days later, the doctor attempted to remove the jp drain. The suture was removed. With steady, direct pressure, the tube was pulled and broke approximately 5 cm above the tie. Thus, the jp remaining segment was then intra-abdominal. The patient had to return to surgery for removal.